Manufacturer narrative:
The reported event of battery longevity anomaly was confirmed. Based on the information provided, it was noted that the battery voltage is lower than expected post implant and exceeded the threshold. The root cause of the lower battery voltage was not able to be determined based on the available data.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
Additional information was received indicating the device was explanted and replaced. The patient was stable.

Event description:
During a remote follow up, a battery longevity alert was noted. Technical support was contacted and noted a battery voltage drop. Technical support recommended device replacement. No intervention has been performed at this time. The patient was stable and will continue being monitored.